Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 around 2 pm her cgm had alerted her of her dropping blood glucose. Cgm was reading 50 mg/dl while her bg was measured at 40 mg/dl. Patient gave herself 45 grams of glucose and contacted paramedics. At some point, patient reports that she did lose consciousness. Paramedics arrived in about 3 minutes, administered IV and measured patient¿s bg at 28 mg/dl. At the time of her call to dexcom technical support, patient reported that she was feeling fine.